Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had a rash on his back under the therapy electrode pads. The patient applied an ointment to the rash. The patient's physician prescribed the patient prednisone. Follow-up indicated that the rash had improved.